Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Irritating - vagina [vulvovaginal discomfort]. Irritating vagina - tampon [medical device site irritation]. When I pull them out they come out so hard and all open - tampon [complication of device removal]. Tampons are unfolded, flat open on both sides [device physical property issue]. Case description: consumer reported via e-mail that tampons are completely unfolded. No serious injury reported.

Event description:
Irritating - vagina [vulvovaginal discomfort]. Irritating vagina - tampon [medical device site irritation]. When I pull them out they come out so hard and all open - tampon [complication of device removal]. Tampons are unfolded, flat open on both sides [device physical property issue]. Case description: consumer reported via e-mail that tampons are completely unfolded. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Irritating - vagina [vulvovaginal discomfort]. Irritating vagina - tampon [medical device site irritation]. When I pull them out they come out so hard and all open - tampon [complication of device removal]. Tampons are unfolded, flat open on both sides [device physical property issue]. Case description: consumer reported via e-mail that tampons are completely unfolded. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.